Manufacturer narrative:
Evaluation method: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the alleged injury. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There is no indication of a device malfunction causing or contributing to the alleged injury. This event is being reported out of an abundance of caution.

Event description:
A distributor contacted zoll to report that a patient's nurse alleged that he was shocked by the lifevest while he was adjusting it. The nurse reported that he tried to adjust the patient's electrode and he felt a shock "like sticking his finger in light socket". He stated his thumb hurt and had some swelling and a fever the next day. The nurse did not seek medical attention regarding the alleged shock. A patient service representative stated that the nurse was changing the battery at the time. Follow-up indicated that the nurse felt better. Review of the downloaded data indicated that there was no patient treatment event. There is no evidence of a device malfunction with the patient's equipment.